Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a change out procedure when the subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated prior to removal a code was displayed indicating battery depletion. The device was at elective replacement indicator (eri). The device was explanted as planned and data was sent to technical services (ts) for review. A new s-ICD was successfully implanted. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and requested return of the device. No additional adverse effects were observed.

Event description:
It was reported that during a change out procedure when the subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated prior to removal a code was displayed indicating battery depletion. The device was at elective replacement indicator (eri). The device was explanted as planned and data was sent to technical services (ts) for review. A new s-ICD was successfully implanted. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and requested return of the device. No additional adverse effects were observed. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.